Manufacturer narrative:
The lead remains implanted and no further adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting elevated threshold measurements on the left ventricular (lv) channel resulting in an elevated lv device output. The device displayed a remaining longevity of three months. An elective replacement procedure was performed four months later due to the device reaching end of life (eol). At the replacement procedure, lv pacing impedance measurements were greater than 3000 ohms with vectors including the lv ring electrode. An acceptable pacing threshold and impedance were available from the tip electrode following testing with the replacement device. Based on position of the lv lead, the physician felt replacement wasn't the best option at this time. No fluoroscopic signs of defect were noted. No adverse patient effects were reported.